Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however the issue did not resolve. The recipient reportedly experienced a head trauma a year ago. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section: b.3, d.6b & h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. A review of the device history record was completed, and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device is reportedly working again. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.